Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the unable to authenticate on health sight viewer (hsv). A technical support specialist (tss) dialed into the server and verified that user account was active. Checked the user settings in hsv and identified that no user roles were assigned, which was likely the cause of the access issue. Advised the customer to attempt logging into the server webpage before accessing hsv to address the authentication issue. Sent an email with updates; however, no response was received over the following days, and call attempts were unsuccessful. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server system was unable to authenticate in health sight viewer (hsv). When the user logged into hsv, they were unable to access the drawer, view inventory stock, or see medication details. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.